Manufacturer narrative:
The low customer results with elecsys pth assay were confirmed in the investigation of the provided patient sample. The investigation confirmed the presence of antibodies against the strepavidin component of the reagent in the sample. This interference is covered in product labeling: in rare cases, interference due to extremely high titers of antibodies to analyte specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design.

Manufacturer narrative:
The country of origin is (B)(6). A sample drawn from the patient on 30-sep-2019 was received for investigation and tested on a cobas 8000 e 801 module. On (B)(6) 2019, the intact pth result was <1.20 pg/ml and the whole pth result was <5.50 pg/ml. On (B)(6) 2019, the intact pth result was 2.3 pg/ml and the whole pth result was <10.6pg/ml.

Event description:
The initial reporter received questionable elecsys pth immunoassay results for 2 samples from the cobas 8000 e 801 module analyzer serial number (B)(4). All rerun results were received on an accuraseed analyzer. Sample 1, drawn on (B)(6) 2019: the initial result was < 3 pg/ml and the rerun result was 17.4 pg/ml. Sample 2, drawn on (B)(6) 2019: on (B)(6) 2019 the initial result was < 3 pg/ml and the rerun result was 5.6 pg/ml. The questionable results were reported outside the laboratory.